Manufacturer narrative:
Additional information: section a2, age at time of the event: 79 years. Section a2, date of birth: (B)(6) 1946. Section a3, gender: female. Section a5, ethnicity: not hispanic/latino. Section a5, race: white. It was reported that patient's left eye was affected and sutures were required. Patient was stable postoperatively. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided section d4 serial #: unknown/not provided. Section d4 model # unknown as serial number was not provided. Section d4 catalog # unknown as serial number was not provided. Section d4 expiration date: unknown, as the serial number of the device was not provided. Section d4 UDI #: unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that doctor experienced a wound burn while using the veritas device with aspiration/irrigation (ai) tubing. No additional information regarding patient impact or device malfunction was provided. Note: this report is against the handpiece. A separate report will be submitted against the ai tubing, veritas console and tip.